Event description:
The sabo sag saw was sent for eval because it was breaking blades at the blade mount. The event occurred during a procedure. No adverse event was associated with the device; another blade was used to complete the procedure w/o any clinically significant procedure delay.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.